Event description:
It was reported that the patient had an inflatable penile prosthesis implanted around 2018. Currently the pump has moved and the patient is in pain. No further patient complications were reported.